Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. After the ercp started, the image kept going out. The scope was unplugged and replugged several times. The procedure was completed with a non-bsc scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.